Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged into the atrium, and was causing inappropriate shocks due to oversensing the patient's atrial fibrillation. The clinic had been aware of the dislodgement, however the patient had deferred revision due to insurance. The system had since been removed, and the patient elected not to have it replaced. During the explant procedure, the access point caused insulation damage to the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.